Event description:
The customer called to report a blank display and low battery life. The reported blood glucose reading at the time of the call was 229 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. No unexpected low battery alarms were noted.